Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 01/17/2020, belt 05/02/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in a skilled nursing facility on (B)(6) 2021 at 7:45 pm. It was reported that a nurse performed CPR. Review of the patient's download data indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 10:38:56 on (B)(6) 2021. The patient was in sinus bradycardia at 20 bpm at 19:21:14. The patient's rhythm slowed to sinus bradycardia at 10 bpm before degrading to asystole with intermittent cardiac activity and CPR/motion artifact by 19:26:31. The patient was in asystole with intermittent cardiac signal, CPR/motion artifact, and pacemaker spikes at 19:28:32. The patient received the inappropriate shock at 19:43:40. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with pacemaker spikes. The patient was in asystole with motion artifact and pacemaker spikes at 19:44:28.